Manufacturer narrative:
This is one of two device reports related to this event. A follow-up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and expired on that same date. It was also alleged that the event occurred due to the patient's exposure to the product administered during dialysis treatment.